Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the infection has resolved and the patient was re-implanted on (B)(6) 2021.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17641, 1627487-2021-17643. It was reported the patient¿s leads were exposed and an infection was present at the ipg site. Surgical intervention took place wherein the system was explanted.